Manufacturer narrative:
Symmetry did not receive the broken device back from the hospital. Device failure was determined to be misuse of the product. Instrument specialist on site indicated: device is intended to separate the dura mater that coats the brain and the spinal cord, device should not be struck.

Event description:
During a posterior lumbar discectomy the tip of the hoen dural separator broke off inside the patient when struck with a mallet by the surgeon. A c-arm x-ray was brought in to locate the broken tip that was in the patient. The broken piece was recovered without harm to the patient. The device was disposed of.